Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a missing washer at the grip ring. The grip ring moved freely up and down at the grip drive adapter. The instrument was placed on an in-house system where it passed the recognition and engagement tests but it failed initialization test on all attempts. A review of the logs verified four homing failures. The instrument was re-evaluated by advanced engineering team where the initial findings were confirmed. The instrument was found to have a dislodged retaining ring that goes on top of grip ring. The retaining ring was found to be stuck to the magnet inside the housing. Additionally, the instrument was found to have a broken conductor wire at the proximal end. The initialization failure experienced on the instrument was related to a missing washer. A missing washer at the grip ring likely caused the grips to not close, leading to the instrument failing an initialization test with an exposed blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system would not recognize the vessel sealer extend (vse) instrument when it was first installed on the universal surgical manipulator (usm). An error message was generated stating, "blade exposed". Additionally, the jaws of instrument would not close completely. The customer tried removing the vse instrument, closing and opening the jaws, replacing the vse instrument and reconnecting the cable, but the issue persisted. The instrument was replaced, and the procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to its use, with no damage or anything out of ordinary to be observed except for error messages. There was no delay during the surgery as a backup instrument was used.